Event description:
It was reported the subject device distal end was burned. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cover lens had foreign material. A root cause could not be identified for the burnt distal end. Based on the results of the investigation, it is likely the following led to the malfunction: contact between the c-cover and an activated electrode. There is no indication that the failure was caused by a fire during use. A root cause could not be identified for the foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.